Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, an alliance ii handle was used in conjunction with the trapezoid basket in an attempt to crush an 18 mm stone. However, the basket failed to crush the stone. An attempt to detach the tip was made to release the stone, but the handle cannula broke. With the stone still inside the basket, spyglass and laser treatment was performed to break the stone and complete the procedure. There were no patient complications reported as a result of this event.